Manufacturer narrative:
Age/date of birth: unknown/not provided. Sex/gender: unknown/not provided. If implanted, give date: not applicable, as the lens was not implanted. If explanted, give date: not applicable, as the lens was not implanted; therefore, it was not explanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that while using a preloaded device, the physician could not get the injector to click the second time so it could twist. The intraocular lens (iol) started coming out too early. There was patient contact, however, there was no patient injury and no medical intervention required. Another lens (same model and diopter) was implanted as a replacement. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on: 10/1/19, device returned to manufacturer: yes. Device evaluation: plunger was observed in a partially advanced position. The cartridge was correctly engaged to the device. No assembly error and/or defect related to manufacturing process was observed. Visual inspection at microscope magnification was performed. Lubricant material residues can be observed in the device. The lens was stuck at the cartridge tip. Therefore, the reported uncontrolled delivery was not verified. The device was opened to verify the components assembly and conditions. The threads of the injector were in a good condition and it was correctly engaged. Upper and lower body of the device were correctly engaged and in good condition. All the components are correctly engaged and in good conditions. However, due to the condition of the sample returned, the reported issue of plunger could not be verified, and product quality deficiency could not be determined. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.